Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cable was broken and stuck out at the instrument's wrist. The idler pulley spun freely and exhibited pulley rim damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument cable snapped. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.